Event description:
It was reported that the user experienced an insulin delivery occlusion shortly after a supply change during a meal bolus, with concern that a connector did not tighten properly and air entered the tubing. The event was associated with the infusion set and cartridge and required troubleshooting and user education. No reported symptoms. Outcomes included temporary disruption of therapy with subsequent resumption of insulin and completion of a second meal bolus. Investigation included customer interview, device-use review, and troubleshooting with education on correct supply change technique. Investigation of this case revealed user error during the supply change that introduced air into the tubing, leading to the occlusion. It was concluded that the device functioned as designed and that improper setup caused the event.